Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. The issue did not cause the levels to exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.